Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17857. It was reported that the patient presented for a generator changeout procedure. Upon interrogation, the right atrial lead exhibited high capture thresholds and noise and the implantable cardioverter defibrillator exhibited high capture thresholds in all chambers. The lead was capped and replaced during procedure on (B)(6) 2020 and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: MFR 2017865-2020-22936 should not have been reported as a medical device report as the device was explanted due to reaching normal elective replacement indicator (eri); no device malfunction was reported.

Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced solely for normal elective replacement indicator (eri). The high capture thresholds were only on the right atrial lead.